Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing due to post paced t wave oversensing was noted. Technical support was contacted and reprogramming will be performed at patient's next follow-up. The patient was in stable condition.

Event description:
It was reported that the device was successfully reprogrammed. The patient was stable.